Event description:
The customer reported lock handle is loose.

Manufacturer narrative:
The ge service rep checked all lock handles and found several of them loose. He tightened all lock handles. Also found that rotational lock would allow rotation of the cradle with some pressure. He adjusted rotational lock then verified that all other locks work properly. System works as intended.